Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device at level c4-5 on (B)(6) 2023. The patient was experiencing endplate movement. The implant was removed on (B)(6) 2025. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaint is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under (B)(4). No imaging was provided that showed the loose endplates. No anomalies were identified during the complaint investigation. The removal was completed due to endplate loosening / migration. The submission is 1 of 1 devices involved in this event.

Event description:
It was reported that a patient was implanted with a prodisc c vivo device at level c4-5 on (B)(6) 2023. The patient was experiencing endplate movement. The implant was removed on (B)(6) 2025.